Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Analysis of the device memory had an observation relating to at/af detection with rapid ventricular response. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within days of implant, the patient called emergency services indicating that they had received several shocks. On arrival, the emergency service tried to resuscitate the patient but were unable to do so and the patient died. The physician did not suspect a device issue, but requested analysis. The device memory was returned to the manufacturer, analyzed, and at/af with rapid ventricular response was indicated.